Event description:
Customer received result of 20.5 mmol/l on the mobile system, and a result of 10.0 mmol/l on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the compact plus system (lot number 208056, expiration date 09/30/2013). (B)(4).